Manufacturer narrative:
Corrected data: device available for evaluation/device evaluated by MFR: product available to stryker. An event regarding revision involving an unknown exeter stem was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. No medical records or x-rays were made available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. It was allegedly reported that the patient underwent a revision surgery of exeter stem. The event could not be confirmed nor the root cause determined since the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, office notes, operative reports, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Revision of exeter trident and revised to competitor cup and liner with exeter stem and competitor head.

Manufacturer narrative:
A DHR review and a complaint history review could not be performed as lot information was not provided. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident alumina insert, 62501-32f; cat# 625-0t-32f; lot# 10255803, trident psl ha cluster 54mm; cat# 542-11-54f; lot# 110323701, unknown ceramic head 32mm 0 deg alumina; cat# unknown; lot# unknown, unknown torx 6.5 screws; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Revision of exeter trident and revised to competitor cup and liner with exeter stem and competitor head.